Manufacturer narrative:
The device was not returned and could not be evaluated. It was not retained by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab leak. According to the rn the iab was not retained for return and the event had not been reported to the manufacturer prior. The iab was inserted in a subclavian approach, but it is against manufacturer instruction for use. The iab was replaced, however there was an issue with the second iab which is addressed in a separate report. The indication for use was pre-heart transplant. There was no reported injury to the patient. This report is for the first iab malfunction.